Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an ophthalmic phacoemulsification (phaco) handpiece presented no phaco power and a system message during a cataract surgery. The surgery was completed successfully by connecting the same handpiece to another port of console. There was no patient harm.

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, the phacoemulsification (phaco) handpiece (hp) was returned to be examined/tested for this investigation. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal, any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed, prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The phaco handpiece was received, for this investigation. A visual assessment of the returned sample revealed, a dented irrigation line. The returned handpiece was connected to a calibrated system. A system message was displayed when the handpiece attempted tuning. The handpiece was connected to a resistance test box, which found a nonconforming resistance from the high electrode to ground. The handpiece was connected to dynamic tuning fixture (dtf), for stroke length testing on the longitudinal and torsional movements. Which found ,the handpiece to not meet specifications. Disassembling the handpiece revealed, moisture ingress within the electrode chamber. The root cause of the reported event can be attributed to moisture ingress causing a short circuit from the high electrode to ground. However, how or when moisture entered the handpiece remains inconclusive. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).